Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Reportedly, the stent was partially predeployed when the scrub tech handed the stent to the physician outside of the patient. He tried to insert it through the sheath but was unsuccessful. They tried to fully deploy outside of patient and the stent would not come out of the catheter. They successfully used another stent in the procedure. A clinically significant delay in procedure was not reported. There were no reported adverse patient effects due to the event. The patient outcome was successful. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system (ses) was returned with blood on the inner member and no saline visible. The stent implant was fully deployed out from the outer member and was returned. There was no damage noted to the stent implant. The distal end of the outer member was retracted 14.7 centimeters proximal to the base of the tip. The shaft was wrinkled distal to the strain relief tubing, for a length of 7 millimeters, likely sue to handling/packaging for return to abbott vascular. There was no other damage noted to the ses. The sheath used during the procedure was not returned. The tuohy was confirmed to be returned loose. Potential factors which could contribute to premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not a result of a manufacturing deficiency, all self expanding stent delivery systems are inspected for damage during the manufacturing process. Based on the reported information and returned device analysis, it may be possible that the premature deployment is related to handling during preparation. The reported difficulty inserting into the sheath appears to be due to the stent being partially deployed. As it was reported that the stent was noted to be partially deployed and the attempt was made to insert it through the sheath anyway, it should be noted that the xpert instructions for use states: inspect the system visually for damages that could influence performance. Inspect that the stent is fully contained within the outer tube. Do not use if the stent is partially deployed or a gap between outer tube and catheter tip is over 2 mm. The attempted use of the device after noticing the partial deployment did not contribute to the premature deployment. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. A conclusive cause for the premature deployment could not be determined; however, there is no indication to suggest a product quality deficiency.